Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application crashed and showed a white screen when the user changed the electrograms (egm) gain to high inside the analyzer application. When the application was restarted, the egm gain was set to high. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis confirmed the customer comment and that this is a known issue that occurs with an older software version and has been fixed with the new version. If information is provided in the future, a supplemental report will be issued.